Event description:
Account alleged that the bed has an unintentional movement of the hi/low down function.

Manufacturer narrative:
Tech asked account to isolate the siderails and the nurse panel hi/low switch. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.